Manufacturer narrative:
Additional narrative: according to the additional evaluation, the device was received in good condition, with very small scratches on the surface. The manufacturing review showed that the correct material was used and the production procedure was according to the specifications. A manufacturing conclusion cannot be presented. Therefore we consider this complaint to be invalid from a manufacturing point of view. The product development evaluation found that there were no design related issues identified on the returned instrument. The conclusion of the product development evaluation was that the complaint is invalid. The device is working as per the design intent. A review of device history records for manufacturing revealed no complaint related issues. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. This device is an instrument and is not implanted/explanted. The device was returned and the investigation is ongoing. Placeholder.

Event description:
It was reported that during a surgical procedure on (B)(6) 2014, ratcheting mechanism on application instrument for zip fix (part 03.501.080) failed to work correctly. The procedure was completed. This is 1 of 1 report for complaint (B)(4).